Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 3 p.m. The patient reported managing his diabetes with insulin (self adjuster) and denied making any changes to his normal diabetes management due to the alleged issue starting. The patient claimed that 2-3 hours after the alleged issue began he developed symptoms of ''cold sweats and shaky.'' However, the patient denied receiving medical intervention as a result of the alleged issue. At the time of troubleshooting the cca confirmed that the subject meter was not being used for the first time, that there was no known misuse to the subject meter, that the patient was using the correct test strips and that the subject meter did not need new batteries. The alleged power issue was not resolved during troubleshooting. This complaint is being reported as an adverse event because the patient reported developing symptoms suggestive of a serious injury. In addition, the alleged power issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).